Manufacturer narrative:
Based on the completed investigation, the reported malfunction was due to a circuit board malfunction. The root cause could not be definitively determined. However, the issue is likely attributable to an electrical component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, the colonovideoscope did not display an image. There was no patient involved.